Event description:
It was reported that the pump battery was not able to be charged. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.